Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported to physio-control that their device had all three icons (charge-pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that the analog pcb assembly caused the internal hlc batteries to deplete. The device would not power on anymore to charge and shock defibrillation energy. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to a shorted capacitor, designator c177 on the analog pcb assembly. The capacitor, designator c177 had shorted and cracked, which caused 45 ma of current drain. The current drain depleted the internal hlc batteries. A replacement device was provided to the customer under warranty.